Manufacturer narrative:
Please note that the date of the report (section b4.) Was incorrectly provided in the initial report due to a mistake. The report was submitted on 19 dec 2024 instead of 5 dec 2024. The investigation is ongoing, the results will be provided in the final report.

Manufacturer narrative:
The inspection results revealed that the end stopper was not installed at one end of the rail, which led to the partial displacement of the lift and detaching of the end cap. The new end stopper was fitted, and the end cap was refitted. The track inspection and load test were performed and the ceiling installation passed successfully. Following the information gathered, the cause of the incident was a human mistake. The arjo technicians forgot to tighten the end stoppers during ceiling installation assembly in november 2024. The maintenance and repair manual dedicated to maxi sky 2 (001-15697) includes the step-by-step procedure for the ceiling lift installation. One of the points indicates placing the end stopper into the rail and tightening it. It also includes a warning: "make sure the end stoppers are correctly installed and tightened at all rail ends." Additionally, the instructions for use (001-15698-en) warns the user to check before every use if all end stoppers are in place to prevent a fall risk. Arjo technicians are aware of the cause of the issue. The installation project manager and the technicians discussed what had occurred, how it could have been avoided and the importance of the end stoppers being installed correctly along with their function. To sum up, the complaint was initially assessed as reportable due to the bottom cover detachment. After further information, it was clarified that the component that detached was the end cap. It detached and fell to the ground when the ceiling lift reached the end of the track, caused by the lack of an assembled end stopper. However, the clarified scenario still describes a reportable situation¿the absence of the end stopper leading to partial ceiling lift displacement out of the track¿due to the high likelihood of the lift falling from the track. The ceiling installation system did not meet the specification. There was no indication that it was used to transfer the patient.

Event description:
The complaint was initially reported due to an allegation that the bottom cover of the maxi sky 2 ceiling lift had detached and fallen to the floor. It was later clarified that no ceiling lift component had detached. Instead, it was the end cap at the end of the track that had detached and fallen to the ground when the ceiling lift reached the end of the track. This occurred because the end stopper was not placed at the end of the rail. As a result, the ceiling lift jammed in the track with part of the ceiling lift exposed. When the issue was noticed, the facility staff removed the ceiling lift. There was no information about patient involvement or any injuries sustained. The end stopper is the component that prevents the ceiling lift from falling from the track. The end cap is the plastic, aesthetic component that provides a finished look to the rail installation. It covers the exposed ends of the rail, preventing dust, debris, and other contaminants from entering the rail system.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 ceiling lift detached and fell to the floor. There is no information about patient involvement and injury sustained.

Manufacturer narrative:
There was no component failure found. The bottom cover was refitted. The root cause analysis is ongoing. The results will be provided to the follow-up report.